Event description:
"Office films on routine follow-up showed insert screw dislodge & out of baseplate. Arthroscopicaly examined the patient and confirmed that the dislodged screw was embedded in tibial insert & there were indications of poly wear. Elected to revise insert & re-insert screw."